Manufacturer narrative:
Investigation: checking the manufacturing charts of the component with lot number 2212388, no pre-existing anomaly was discovered on the (B)(4) items belonging to this lot number. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery on (B)(6) 2025, due to failed porous lima tibial component: tibia collapsed and needed full revision. The following components were revised:z - physica ps - femoral peg (part code 6515.09.900, lot number 2322178, sterilization 2300215). - ps femoral component #8 right (part code 6515.10.180, lot number 2316633, sterilization 2300195). - physica tt fix. Tibial tray #7 (part code 6521.14.070, lot number 2212388, sterilization 2200277). - physica ps tibial liner #7 (part code 6535.50.710 , lot number 22bc06j, sterilization 2200263). - patellar prosthes.d.38 h.10mm (part code 6595.54.038, lot number 22at1v6, sterilization 2300228). The removed devices were replaced by third-party components. Surgery was completed as intended. Previous surgery was performed on (B)(6) 2023. The patient is a male, date of birth (B)(6) 1951. The event happened in the united states.